Event description:
A malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer plans to contact their healthcare provider regarding a backup method of insulin therapy.